Event description:
Reporter indicated patient had been programmed to 8.0ma during a programming session at a routine office visit. The patient's magnet was placed over the device to disable it and the patient was reprogrammed to normal settings. No serious injury was reported.